Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was replaced by reactivating old lead that were plugged back into the existing device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped.

Manufacturer narrative:
Additional concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising threshold, high impedance and no capture. The rv lead remains in use. No patient complications have been reported as a result of this event.